Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the ellips fx phaco handpiece cord was damaged, that the colored wires were exposed. No other information was provided.